Event description:
It was reported that the large volume pump module went off indicating that the cetuximab infusion was complete. The rn went into the patient's room to turn on the flush and there was approximately 100 ml of medication left in bag. The pump indicated that entire dose of 505 was given. The pump showed that 516 of dose was given. The cetuximab infusion was ordered for 252 ml/hr with a volume to be infused of 505 ml. It was noted that no other medications were running, but there was a normal saline and the flush hanging, but they were paused and not being used during the infusion. The rn removed the alaris pump and channels from the patient's room and replaced it with a new set. The rn placed a red tag to the defective pump and placed it in the pharmacy designated bin for inspection. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module went off indicating that the cetuximab infusion was complete. The rn went into the patient's room to turn on the flush and there was approximately 100 ml of medication left in bag. The pump indicated that entire dose of 505 was given. The pump showed that 516 of dose was given. The cetuximab infusion was ordered for 252 ml/hr with a volume to be infused of 505 ml. It was noted that no other medications were running, but there was a normal saline and the flush hanging, but they were paused and not being used during the infusion. The rn removed the alaris pump and channels from the patient's room and replaced it with a new set. The rn placed a red tag to the defective pump and placed it in the pharmacy designated bin for inspection. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Investigation summary: the report of an under infusion could not be confirmed through a review of the logs alone. The review of the suspect pump module and concomitant point of care unit (pcu) error logs showed no errors or malfunctions on the incident date that would result in the reported event. The logs identified that on (B)(6) 2024 at 1:35 pm, a remote intravenous (IV) infusion message was received, and the user started the infusion for drug ID: (B)(6) (cetuximab), rate of 252 ml/hr and a volume to be infused (vtbi) of 505 ml. Primary volume infused (pvi) was recorded as 11.018 ml. It was also reported that there were no alarms, between infusion (1:35 pm and 3:35 pm) at 3:36 pm, the user channeled off the unit. Pvi was recorded as 516.234 ml. According to the calculation of the infused volume (516.234ml-11.018ml= 505.216ml) the actual primary volume infused corresponds to what was programmed. Inspection and laboratory testing could not be performed, the incident device or the primary administration set were not received for this investigation. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. Root cause: the root cause of the reported under infusion was unable to be determined based on the log review alone, and no devices were returned for investigation. Based on the review of the device logs, the infusion program completed on schedule.